Event description:
It was observed during device evaluation, that the tip cover of the colono videoscope was burnt. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the burned tip cover was use of high energy endo therapy accessory without keeping enough distance from the distal end; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the IFU operation manual ¿3.3 inspection of the endoscope¿. The prevention method is described in the IFU operation manual ¿4.3 using endotherapy accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.